Event description:
Post investigation findings indicated silicone visible. Three samples were obtained in a sealed package; they presented accumulated silicone at the barrel roof area and excess silicone stringing between the top and past the stopper.

Manufacturer narrative:
B.3. The date manufacturer investigation closed has been used for this field. Five samples of 10 ml ll eurographics (p/n 300912 batch 3264649) were received and evaluated. Three samples were obtained in a sealed package; they presented accumulated silicone at the barrel roof area and excess silicone stringing between the top and past the stopper. One sample presented what appeared to be light scratch damage on the non-printing area of the barrel, and one sample presented a skewed scale marking only visible at the bottom of the barrel; the rest of it doesn¿t have scale markings. Additionally, six photos were received and evaluated. The first two photos show different angles of a loose 5 ml syringe; the quality of the images makes it difficult to confirm the defect. However, the subsequent photo shows a close-up of a syringe that presents what appears to be excessive silicone dripping from the top of the barrel roof. The next picture shows what appears to be a 5 ml syringe close-up where more than 50% of some of the grad lines between numbers 1 and 2 are missing. To conclude, the last two photos show a syringe with a severely skewed scale only present at the bottom of the syringe. The syringes provided as samples (10 ml) and those shown in the photos (5 ml) do not match; however, the conditions observed on either are non-conforming per product specification. The skewed print defect observed is likely to have happened because the barrel was misfed to the printing pad. When that happens, the barrel does not align properly with the print image on the pad, causing incorrect image transfer. On the other hand, please note it is possible the ¿tear¿ observed in the syringe is silicone. Silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications. Silicone does not present a safety or efficacy issue, nor does it impact product function. Silicone has been used in this application for over 20 years, with an estimated distribution of over 25 billion units. No reports of adverse clinical effects associated with these products and the unintentional delivery of silicone fluid lubricant are known. The potential root cause for the visible silicone and damaged barrel defect is associated with the assembly process. The potential root cause for the skewed defect is associated with the marking process. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. A device history record review was completed for provided lot number 3264649 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Manufacturer narrative:
Five samples of 10 ml ll eurographics (p/n 300912 batch 3264649) were received and evaluated under (B)(4). Three samples were obtained in a sealed package; they presented accumulated silicone at the barrel roof area and excess silicone stringing between the top and past the stopper. One sample presented what appeared to be light scratch damage on the non-printing area of the barrel, and one sample presented a skewed scale marking only visible at the bottom of the barrel; the rest of it does not have scale markings. Additionally, six photos were received and evaluated. The first two photos show different angles of a loose 5 ml syringe; the quality of the images makes it difficult to confirm the defect. However, the subsequent photo shows a close-up of a syringe that presents what appears to be excessive silicone dripping from the top of the barrel roof. The next picture shows what appears to be a 5 ml syringe close-up where more than 50% of some of the grad lines between numbers 1 and 2 are missing. To conclude, the last two photos show a syringe with a severely skewed scale only present at the bottom of the syringe. The syringes provided as samples (10 ml) and those shown in the photos (5 ml) do not match; however, the conditions observed on either are non-conforming per product specification. The skewed print defect observed is likely to have happened because the barrel was misfed to the printing pad. When that happens, the barrel does not align properly with the print image on the pad, causing incorrect image transfer. On the other hand, please note it is possible the ¿tear¿ observed in the syringe is silicone. Silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications. Silicone does not present a safety or efficacy issue, nor does it impact product function. Silicone has been used in this application for over 20 years, with an estimated distribution of over (B)(4) units. No reports of adverse clinical effects associated with these products and the unintentional delivery of silicone fluid lubricant are known. The potential root cause for the visible silicone and damaged barrel defect is associated with the assembly process. The potential root cause for the skewed defect is associated with the marking process. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. A device history record review was completed for provided lot number 3264649 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.